Event description:
It was reported that the customer received no delivery alarms on the insulin pump and his blood glucose was 424 mg/dl. The customer stated that she would change her set and opted not to troubleshoot. The customer treated with a bolus after changing the set. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).